Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak within the cycler's cassette compartment when removing the cassette from the cycler at the end of pd treatment. The fluid was observed on the cycler pump heads within the cassette compartment and under the cycler. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. The peritoneal dialysis registered nurse (pdrn) was advised to discontinue the use of the cycler and revert the patient to alternate treatment options. A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. The pdrn was advised to retain the cycler set so it can be scheduled for pickup during a follow up call. It was confirmed that an alternate treatment option was available. There was no adverse event, symptom, nor medical intervention reported during the initial call. Additional information has been requested, however to date has not been received.